Manufacturer narrative:
Event date: estimated date. The additional proglide device referenced is being filed under a separate medwatch report number. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement with two proglide device were attempted in the right common femoral artery via 6fr sheath using the preclose technique prior to a transcatheter aortic valve repair (tavr) procedure. Reportedly, the sutures of both proglide devices pulled out of the vessel wall. The sheath was upsized to 14fr and the tavr procedure was completed. A cut down was performed and a patch was placed to achieve hemostasis. There was no reported tissue damage. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.